Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the patient "had falls and balance problems at baseline." It was noted that this was "not a device problem." Refer to manufacturing report # 3004209178-2012-07111.

Event description:
It was reported that the patient experienced a return of her tremor the previous saturday. The implantable neurostimulator was confirmed to be "on." The patient indicated that she had a fall 2-3 weeks ago, but information provided did not suggest that the fall was related to the loss of therapeutic effect. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer; product ID 3387-40, lot # j0555533v, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot # j0555533v, implanted: (B)(6) 2006, product type lead. (B)(4).